Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced an infusion set was leaking at site event (B)(6) 2024. The blood glucose level was 16 mmol/l at the time of event and was managed by bolus via pump. No further information available.